Event description:
The customer reported that she was hospitalized with blood glucose levels greater than 500 mg/dl. The customer had dry mouth, and was vomiting prior to being hospitalized. The customer stated that she had been getting no delivery alarms for the past week. Troubleshooting was performed, and the insulin pump passed the prime test. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.